Event description:
Revison surgery - knee pain.

Manufacturer narrative:
Sales rep provided very little info. However, the part has been returned to the manufacturer. Catalog number and lot number will be obtained once the part has been decontaminated. A follow-up report will be submitted.